Event description:
A resolute integrity drug eluting stent was deployed in the proximal ramus. Device was inspected prior to use with no issues noted. The lesion was severely calcified. Excessive force was used during delivery and resistancewas encountered with advancing the device. Post deployment of the resolute integrity stent the physician then deployed a non-medtronic stent in the distal ramus. When pulling back the non-medtronic device the physician noticed that a dissection had occurred. The patient was brought to surgery. There were no additional clinical sequelae and the patient is reported to be recovering from surgery.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (dissection). Patient condition affected effectiveness of device (severely calcified). (No results available since no evaluation performed) - device or procedural images not provided for review). Failure to follow instructions (excessive force used during delivery). Device not returned for evaluation. (Dissection) device failure/lack of effectiveness related to patient condition (lesion morphology). Severely calcified. Unable to confirm complaint (device not returned).. Failure to follow instructions ¿ excessive force used to delivery.